Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer inspected the bus cable, reset all connections at main drawer 3, release all pockets, checked row boards connections and cleared debris under the pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, whole drawer failed.the customer stated that the malfunction occurred when user trying to issue medication to the patient, caused a delay in patient care a but no patient harm reported.there were no adverse events or injuries reported based on this event.